Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported epithelial ingrowth and fibrosis at flap side cut, on a patient¿s left eye, after lasik surgery. Fibroids were noted to have grown around the edges of the flap and almost entirely around the flap edge. The patient was told to use artificial tears and cyclosporine ophthalmic emulsion topically and take omega 3¿s and vitamin c daily. Approximately three months post-operatively, fibrotic edges are still noted but no ingrowth. The patient continues to use topical drops and take supplements. The patient is reported to be doing well and is happy. There are multiple related reports for this facility. This report addresses patient fr's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The system manufacturing device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows multiple successfully performed treatments. The reported treatment could not be identified in the logfile, due to missing patient data. Log files shows no relevant info or warning message for the treatment day. No technical root cause could be identified. During on site visit, fse (field service engineer) completed verification and fully qualified system. System meets specifications as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).